Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.

Event description:
The customer reported that he jumped into a river while wearing the insulin pump. The customer stated that moisture under the screen was observed. No further info was provided.